Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported weak signal and was hospitalized due to high blood glucose. Customer reported he was experiencing high blood glucose for three days prior to adverse event and found out set was kinked over in three parts. Customer's blood glucose at the time of admission was 530 or 535 mg/dl. Customer had changed the entire set and realized the set was kinked. Troubleshooting for weak signal was performed. No further information reported.